Event description:
Device evaluation: stent was mounted on the balloon but it was dislodged about 5 mm from the proximal marker. Negative pressure was applied on the inflation line with no abnormality noted. Moreover positive pressure was applied to verify the deployment and the stent opened without abnormalities. No leakage was detected on the balloon. Cd review: no images of our device and of the reported event were captured.

Event description:
The physician was using a scuba peripheral stent system to treat a lesion in the iliac artery. No abnormalities were noted during inspection and prep prior to use. No resistance was noted between the balloon and other devices or the lesion. No force was applied during delivery of the device to target lesion; however, it was reported that the balloon failed to expand and burst during the procedure. It was reported that no health hazard was caused to the patient..

Manufacturer narrative:
(B)(4). Evaluation, results: (evaluation in progress, no root cause can be determined). Conclusion: conclusion not yet available - evaluation in progress.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Evaluation, results: incorrect technique/procedure (pressure applied to device prior to deployment). Conclusion: use error contributed to event (pressure applied to device prior to deployment).